Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. There was no image due to a faulty cable unit. Also found was a cracked tip of the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the 4k autoclavable camera head would not display anything on the monitor. The issue was found during routine inspection. The camera was swapped out to see if the camera was the problem and the other camera worked with the monitor. No patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred because the cable unit broke down due to the user's handling. The following verbiage is identified within the instruction manual, which may help prevent the phenomenon: "do not subject the camera head to shocks. It may be damaged. Do not bend the video connector by hitting the electrical contacts or optical connections of the video connector. It may not be possible to connect to the camera control unit or it may cause a connection failure. Do not roll the camera cable smaller than 20 cm in diameter. It may be damaged. When rolling the camera cable, be careful not to twist the cable. It may be damaged. As a winding method that does not cause twisting, there is a method of alternately stacking the upper and lower sides of the overlapping cable loops." Olympus will continue to monitor field performance of this device.